Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. A review of the device logs showed no positioning issues and no abnormalities in functionality were noted. Upon conclusion of the investigation, a definitive relation between the event and the impella could not be established. The vf issue was subsequently attributed to the patient condition. Should additional related information become available, a supplemental report will be filed.

Event description:
The user facility reported a 70-year-old male patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient went into ventricular fibrillation and had to be defibrillated twice. As the physician believed the cause was related to the positioning of the pump, the decision was made to explant the pump. A hematoma later developed following explant, but no intervention was required and the condition was said to be resolving.